Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of " capsular contracture, baker grade IV" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Analysis of the returned device identified: weight to the spec and crease fold. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.